Manufacturer narrative:
B3 - date of event: date of event was approximated to 02/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that rotation speed was unstable. A rotapro console kit assy japan zero was selected for use. During the procedure, there was unusual noise that seemed to occur when the pressure was higher than the console. The regulator pressure was also set to 100psi; however, it has persisted. No complications were reported.